Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the DHR was reviewed for lot#6216276 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot#6216276 available for review. Investigation methods/results: the device was returned but not in original package. There was no defect or non-conformity observed, as it still was attached to implant (see attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: a root cause cannot be explicitly determined. It is unknown if the customer was using the correct respective mating part (straumann bone level nc). Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2024-00429.

Event description:
A healthcare professional reported a hahn tapered implant fractured during implant placement on tooth number 4. It was reported that after one hour of placement the postoperative dental cone beam computed tomography (x-ray) revealed what appeared to be a horizontal fracture in the middle third part of the implant. Per the report during removal the healing abutment would not come off, but it did come off fully intact along with the implant, it was all successfully removed. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury. The device was removed and was replaced with a similar product as the complaint product and no additional procedures were performed.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2024-00429.